Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00195. It was reported that the wire broke. A 330cm rotawire and a rotalink burr were selected to treat the target lesion located in the left circumflex (lcx). After the device was removed from the patient, the physician found out that the wire was broken. No patient complications were reported.